Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral regurgitation could not be determined in this incident. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014, to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully deployed, reducing mr to 1-2. On (B)(6) 2018, the patient returned for a routine follow up. It was found that the mr increased to 3+. On (B)(6) 2019, the patient was re-hospitalized due to mr increased to 3+. The clip was stable on both leaflets. A second mitraclip procedure was performed for treatment. One clip was implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.